Event description:
During a knee procedure on (B)(6) 2010, the surgeon made a tibial cut that had a posterior slope of three to five degrees. Subsequently, this led to a space between the tibia's anterior cortex and the I-beam tibial component. The tibia was re-cut and the procedure was completed, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Response to FDA - the following is a response to the additional information request letter dated june 30, 2010 received from the FDA for subject report (B)(4). The subject report number is associated with manufacturer report number 1825034-2010-00175. Biomet's internal procedure is to report any event that resulted in more than a thirty minute delay. The signature surgical technique does not provide guidance on how to correct for situations where a tibial resection is made with excessive slope. The technique does layout the necessary steps to confirm alignment and slope prior to making the tibial resection. The signature positioning guides are developed utilizing MRI or CT data to fit intimately with the patient's native anatomy. To ensure that the signature positioning guides are fit in the correct orientation on the patient's native bone, 3-d bone models are manufactured and can be utilized as an inter-operative reference. Although biomet recommends a neutral cut for the tibial resection, the surgeon can make whatever cut he or she desires. (B)(4)

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device manufacture date - february 2010, exact day unknown. (B) (4).

Event description:
During a knee procedure on (B) (6), 2010, the surgeon made a tibial cut that had a posterior slope of three to five degrees. Subsequently, this led to a space between the tibia¿s anterior cortex and the I-beam tibial component. The tibia was re-cut and the procedure was completed, but only after a delay of more than half an hour had occurred.